Manufacturer narrative:
Case outcome: refer to (B)(4) investigation report (previous investigation for the same issue). Retention samples from lot cov4129004 were tested and met the qc criteria. Thirteen retention samples were tested with positive control by following the finished product release procedure and the sampling plan. All samples meet qc specifications, and no defects were observed. Five retention samples were tested with health donor swabs. All samples showed correct results. Based on the retention sample test results, the customer's complaint can't be confirmed. The following fields are updated: b4, "date of this report" - date of this follow-up report. G6, "type of report" - follow-up #1 h2, "if follow-up, what type?" - added "device evaluation" and "additional information" h3: retention lot was evaluated. H6 "adverse event problem" - event problem and evaluation codes are updated. H11 "additional narrative/data" - updated manufacturer's narrative.

Event description:
Invalid result(s): when the customer performed both tests correctly with 4 drops in the sample well. Both test cassettes showed nothing next to the ctrl line or the test line. The customer was able to send a picture of both the test cassettes.

Manufacturer narrative:
The current complaint is pending investigation from acon's contract manufacturer. Acon will submit a follow-up MDR upon investigation completion. Any additional information received by acon may be included with a follow-up MDR.

Event description:
Invalid result(s). When the customer performed both tests correctly with 4 drops in the sample well. Both test cassettes showed nothing next to the ctrl line or the test line. The customer was able to send a picture of both the test cassettes.